Manufacturer narrative:
The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Several cracks were found on the front panel; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the error code was found in the error log and it¿s likely due to a relay board and generator board failure, but other probable causes include: 1. Disturbance of the affected device caused by interspersed interference fields. 2. The user steps on the foot switch while the generator boots. 3. Defective foot switch. 4. Defective foot switch (temporary issue, defective reed contact). 5. Defective cable connection between the hvps board (high voltage power supply board) and the generator board. 6. Defective cable connection for the outgoing signal between the generator board and the relay board. 7. Defective transformer tr1 on the generator board. 8. Defective current transformer on the generator board. 9. Defective impedance converter on the generator board. 10. Defective peak rectifier on the generator board. 11. Missing control for the output of the generator board. 12. Too low outgoing voltage due to a poorly switching high-frequency output stage on the generator board. 13. No or too low supply voltage from the hvps board (high voltage power supply board). 14. Defective hvps board due to a short circuit of the mos transistors. 15. Defective mother board due to short circuit of the ntc1 resistor. 16. Defective mother board due to defective adc. 17. Defective tvs diodes on the relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported that during inspection before use, the high frequency unit electrosurgical generator displayed "error e433: tb transient voltage suppressors (tvs) diodes short circuit". No death, injury or impact to patient or other has been reported.